Manufacturer narrative:
No data regarding product identity was received i.e. No lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. No sample was returned. The shunt remains implanted; therefore, the condition of the product could not be verified. Because a sample was not returned and no lot number or serial number were indicated for this complaint, the root cause cannot be determined. Additional information was requested. A completed questionnaire was not returned. (B)(4).

Event description:
A doctor reported that after a glaucoma filtering shunt was implanted, the sclera around the shunt was confirmed to be thinning over time. The shunt remains implanted. Additional information was requested.

Manufacturer narrative:
Product information was obtained: the device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to release criteria. There have been no similar complaints in the reported lot. The manufacturer internal reference number is: (B)(4).

Event description:
In a follow up, the surgeon reported that for one month after the glaucoma filtration device was implanted, there was over-filtration. It was noted that the shunt was in contact with the iris due to a shallow anterior chamber caused by the over-filtration. The patient developed hypotony, serous choroidal detachment with a noted fibrin reaction in the eye. One suture was lysed at the one week postoperative visit. At the one month postoperative visit, all the issues had resolved. When the patient was seen in the three year postoperative time frame, she was using three glaucoma eye drop medications due to the a gradual intraocular pressure increase over time. The patient was also noted to have developed an unrelated advanced cataract that affected the vision. During the three year postoperative visit, the surgeon determined that there had also been a gradual decrease in the corneal endothelial cell count over the previous three years. The surgeon has no planned intervention and will continue to follow the patient in office. The shunt remains implanted.

Manufacturer narrative:
In a retrospect review of details from two different reported events, it was determined that the device and patient were the same in each file. Going forward any new information will be reported under MFR report #: 3003701944-2016-00147 and the file associated with MFR report #: 3003701944-2014-00094 will be cancelled. At this time the file associated with MFR report #: 3003701944-2016-00147 is all inclusive and has reported all known data regarding the events involving the device and patient. (B)(4).